Event description:
It was reported that the procedure was performed to treat an anterior tibial artery via the right femoral artery. The ht command 18 guide wire was advanced over a non-abbott micro-catheter and inserted into the patient anatomy to wire the lesion. The guide wire was pulled out and the catheter aspirated; however, specks of black coating that came off the tip of the guide wire, were noted in the syringe. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeling was confirmed as a separation. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. Analysis of the returned wire confirmed the peeling as polymer separation. The analysis also noted bends on the distal end. Factors that may contribute to separated polymer include, but are not limited to, material properties, equipment setup, inadvertent handling damage, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen of delivery/supporting device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery/supporting device, and coagulation of blood or procedural contaminates. In this case, based on the information provided, it is unknown what may have contributed to the reported separation and noted bends. There is no indication of a product quality issue with respect to manufacture, design, or labeling.